Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Although an improper technique was identified, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Additional information: (B)(4). (B)(6).

Event description:
Caller alleging discrepant inratio values. (B)(6) inratio= 4.1, repeat inratio = 6.5, second repeat inratio = 3.1, third repeat inratio = 4.5, fourth repeat inratio = 2.1. Two minutes between each test patient's therapeutic range 2-3 no reported adverse patient sequela. Patient reported touching strip for each test. No additional information provided.